Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: "visual analysis of the photographs identified deformation. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode. " further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Physician reported pain. Right side. Staff have further confirmed that reported pain was caused by rupture of the device. Device has been explanted and replaced.

Event description:
Physician reported pain. Right side. Staff have further confirmed that reported pain was caused by rupture of the device. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d6a.

Event description:
Physician reported pain. Right side. Staff have further confirmed that reported pain was caused by rupture of the device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Pain: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles on the surface of the shell. Crease flat observed.